Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that during in clinic follow up, a patient complained that she believed she had been experiencing an irregular rhythm. Interrogation of device showed atrial lead noise. The patient also had concerns about a former employer remotely controlling her implantable cardioverter defibrillator (ICD) remotely and pointed to the irregular rhythm as proof. Programming changes were made in order to address the lead noise. The physician dismissed the cyber-security threat and volunteered a past anecdote about the patient making paranoid claims against the previous employer. Patient was stable. Related manufacturer reference number: 2017865-2020-02244.